Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Procedure occurred in (B)(6) 2015.

Event description:
It was reported that patient underwent right hemi shoulder arthroplasty on an unknown date. Subsequently, a revision procedure was performed in (B)(6) 2015 due to the head riding high and the rotator cuff being deficient.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided.

Event description:
It was reported that patient underwent right hemi shoulder arthroplasty on an unknown date. Subsequently, patient is being considered for revision due to unknown reasons. No revision has been reported to date.